Event description:
During a procedure the screen remained blank when the generator was powered on. The patient was on the table when the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was returned for analysis. Visual inspection of the returned generator indicated all I/o connectors are free of damage and labels are legible and correctly orientated. It was also verified that all internal components were secured. Inspection of the exterior chassis revealed normal wear. Functional testing of the returned rf generator confirmed the field reported event as the display remained a white screen after the device was initialized. A secondary vga monitor was then connected at the microprocessor and a bios checksum error was then displayed. The cmos (complementary metal-oxide semiconductor) battery located on the upper assembly microprocessor has been depleted. Depleted cmos voltage has resulted in default bios settings being loaded which has changed the normal boot sequence and display port settings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to a depleted cmos battery located at the upper assembly microprocessor.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
During a procedure the screen remained blank when the generator was powered on. The procedure was cancelled.